Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the morning of the call the customer received a no delivery alarm while trying to bolus. They changed the complete set and received another no delivery alarm during bolus. Customer's blood glucose at the time of the call was 237 mg/dl. They were able to prime when disconnecting at the quick release; the customer removed the cannula and it was not bent. It was advised the site may have been occluded. During troubleshooting, the mother reported that the customer had been experiencing high blood glucose since the day before. Blood glucose value at the time of the incident was 427 mg/dl. The customer did not have any symptoms and treated with manual injection and the insulin pump. The high pressure test was not performed as they did not have a tubing clamp. It was found that the time and date were incorrect. Mother was advised to change the infusion set and monitor the insulin pump.